Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: mc1vr01-delsys. Event summary: a partial delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. There was a visual observation with the delivery system. The analyst noted a partial delivery system was returned without the tether and tether pin. There is contrast on the outer shaft located at the distal end of the stability member. Articulation could not be tested due to only a partial delivery system returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-aug-2020 / serial#:(B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 28-aug-2019. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 19-feb-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) after cutting the delivery system (ds) tether high thresholds and partial dislodgement were noted. The ds was removed and the ipg was removed using a snare. A new ipg was placed to complete the procedure. No patient complications have been reported as a result of this event.